Manufacturer narrative:
Catheter model: 8709sc, serial #: (B)(4), implanted: (B)(6) 2011, explanted: unk; programmer model: 8835, serial #: (B)(4).

Event description:
It was reported that patient was not getting the drug and not having therapeutic benefit. It was stated that at the last pump refill around 18.5ml of the medication was aspirated from the pump, and the pump was only filled with 19ml. Patient was then sent for a pump study and a "yellow liquid was withdrawn from the secondary port". The yellow liquid was analyzed and per reporter it was indicated that "infection was present". Patient visited an infectious disease physician who "ruled out infection". It was further added that the healthcare provider (hcp) wanted to explant the pump for three weeks and then re-implant it; however patient wanted a second opinion. It was added that the patient was at home, "just lying on the couch deteriorating and needs help". Drug delivered via the device was hydromorphone. As of (B)(6) 2012, it was indicated that patient's file was to be reviewed by another hcp next week. A follow-up report will be sent if additional information becomes available.